Manufacturer narrative:
The reagent lot number is 65183400 with an expiration date of 31-mar-2024. The field service engineer (fse) inspected the analyzer and verified that it was functioning properly. He also checked the voltage for the sample probe. The customer performed a precision test with successful results. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys probnp ii stat immunoassay result from one patient sample tested on a cobas 6000 e601 module. The initial result was reported to the medical personnel who requested a rerun of the patient sample. On (B)(6) 2023, the initial result was 36.00 pg/ml with a data flag. On 04-aug-2023, the repeat result was 16932 pg/ml.

Manufacturer narrative:
The issue was not resolved. On the field service engineer's (fse) second service visit, he again inspected the module and found the sample probe voltage to be too high, the probe contacts were degraded, and the extra wash station (ews) nozzle alignments were not in the proper positions. The fse replaced the sample probe, set the voltage to the correct specification, adjusted the ews nozzles, and cleaned the ews drain with bleach water. The fse performed mechanical checks and serial testing of the reported sample with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.